Event description:
It was reported via repair work order that the bed had no power due to power cord not being connected and power cord sheathing was damaged. It was also reported that the power inlet filter was damaged and pulled out of the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.